Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 53 months ago. Aneurysm morphology at the time of implant was not reported. It is unk if there was regular follow-up from the time the device was implanted. It was reported that the distal portion of the contralateral limb was not far enough in the common iliac artery and was found to have a distal type 1 endoleak. An 18x24 aneurx flared limb was implanted and extended down to the hypogastric. The endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other, secondary intervention - evaluation results: endoleak. Lack of follow-up.